Manufacturer narrative:
The device lot numbers were not provided; therefore, a review of our device history records could not be conducted. Additional information has been requested. Should additional information be provided or the device(s) become available an analysis will be conducted and a supplemental report will be submitted at the conclusion of our investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Our customer reported problem with the hahn 5.0 mount of the guided surgical kit, "which under torque creates a "cold welding" and does not separate from the implant (making the doctor pull out the implant together with the mound out of the bone) we see this phenomenon in practice and in hands-on courses." No further information was received and no report of injury.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description; the root cause could not be explicitly determined. A potential root cause for this failure may be due to over torquing of the mount which may have cause the mount and implant to be cold-welded together, making it difficult to separate the mount and implant. The overtorquing could be due to not following the instructions properly. (B)(4).